Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter claimed his blood glucose elevated to "500 mg/dl" with symptom of frequent urination even after several attempts to bolus. Reportedly, the pt thought the insulin pump was calculating too little insulin. At 4am, the pt changed the cartridge and infusion set. According to the reporter, he bolused repeatedly until his blood glucose lowered to "62 mg/dl" and was giving carbohydrate. The pt's blood glucose was within the normal range during the time of the call. During troubleshooting, the animas healthcare provider representative discovered the insulin sensitivity factor was programmed incorrectly. This complaint is being reported because the pt allegedly suffered hyperglycemia while utilizing the animas insulin pump to manage her diabetes.